Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, brown particles in the fill channel and two openings. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one opening crease smooth, wear abrasion, nicks striated and more than three openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth assessed as fold flaw opening; more than three opening striated assessed as surgical damage per rga; nicks striated assessed as surgical tool scratch like.

Event description:
Patient reported left side deflation. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device remains implanted.